Event description:
Pt reported they had swelling and redness at the stoma site prior to physician attempting to remove the tube. Removal was attempted anyway. Physician was unable to remove the tube causing additional swelling and redness and bleeding. Gentamycin was administered. Physician said another attempt would be made once swelling had gone down. One pt involved.